Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety - product/ procedure]: unable to observe through visual inspection as it is a physiological phenomenon. ¿ arthritis: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ depression: unable to observe through visual inspection as it is a physiological phenomenon. ¿ dizziness: unable to observe through visual inspection as it is a physiological phenomenon. ¿ headache: unable to observe through visual inspection as it is a physiological phenomenon. ¿ infection (unknown onset): unable to observe through visual inspection as it is a physiological phenomenon. ¿ malaise: unable to observe through visual inspection as it is a physiological phenomenon. ¿ other - medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ tachycardia: unable to observe through visual inspection as it is a physiological phenomenon. ¿ varied injuries: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis wear abrasion and deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient's representative reported through company representative "depression and anxiety due to device recall¿. The report of "symptoms of breast implant illness (bii), dizziness and strong headaches" have been deemed not device related. Healthcare professional later reported "fatigue, hair fall, heart palpitations, vertigoes, loss of weight with no clear cause and arthritis of the shoulder joint" which all have been deemed not device related. Additionally, the patient experienced the events of ¿arsenic in urine, antimony in urine, nickel in urine and platinum in urine¿ all deemed not device related. Patient¿s legal representative later reported "severe capsular fibrosis, chronic infection and ptosis". This record is for the left side. The device was explanted and it is unknown if the device was replaced. Device will not be returned.

Event description:
Patient's representative reported through company representative "depression and anxiety due to device recall¿. The report of "symptoms of breast implant illness (bii), dizziness and strong headaches" have been deemed not device related. Healthcare professional later reported "fatigue, hair fall, heart palpitations, vertigoes, loss of weight with no clear cause and arthritis of the shoulder joint" which all have been deemed not device related. Additionally, the patient experienced the events of ¿arsenic in urine, antimony in urine, nickel in urine and platinum in urine¿ all deemed not device related. Patient¿s legal representative later reported "severe capsular fibrosis, chronic infection and ptosis". This record is for the left side. The device was explanted and it is unknown if the device was replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown & infection.